Event description:
It was reported that during a left subclavian vein angioplasty and stenting procedure, stent placement difficulty occurred. The short stenotic and de novo lesion was located in the non calcified and non tortuous left subclavian vein. Vascular access was obtained through a left arm vein. The lesion was not pre-dilated. Upon attempting to deploy the 6 mm x 20 mm x 135 cm sentinol self-expanding nitinol biliary stent system, the stent jumped and completely missed the lesion. Another MFR's 6 mm x 4 cm self expanding stent was used to trap the distal stent and cover the lesion. The procedure was successfully completed. No further pt injuries or complications were reported. The pt's status was reported as "all well, no adverse effect."

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.